Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer current blood glucose level was 559 mg/dl. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that they woke up this morning that was 280mg/dl she used the insulin to delivered bolus and went down 260mg/dl but this after she gave another dose but it was 400mg/dl. Customer alleged insulin pump was under delivering because they tried to bolus but bg still continues to rise. Customer was assisted with troubleshooting for high blood glucose. The devices will not be returned for analysis.